Event description:
The patient was admitted to the hospital with a wobbly gait, ataxia. A vitamin b12 level was ordered by the neurology consultant, in addition to other tests. It takes several days for the result to appear, which ultimately gets sent to the ehr and stored as of the date the sample was obtained. The level was abnormal, low, and consistent with the gait problem; but no one saw the result, including the neurologist. The neurologist treated the patient for parkinson's disease instead, erroneously. Results are commonly missed when stored in complex ehr systems with poor presentation on screens with meaningfully useless excess description, posted on a day that exceeds (further in the past) the default display of results.